Event description:
A report was received that the patient was experiencing severe pain at the pocket site which occurs when the stimulation was on or off. It was also reported that the patient lost a lot of weight and the ipg was closer to the surface. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The patient was able to manage her pain with other methods.

Event description:
A report was received that the patient was experiencing severe pain at the pocket site which occurs when the stimulation was on or off. It was also reported that the patient lost a lot of weight and the ipg was closer to the surface. The patient will undergo an ipg revision procedure.